Event description:
The customer reported to olympus that the screen had no image sometimes while using the camera head. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device. The patient was not under sedation. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.